Event description:
During product evaluation by a baxter service technician, an I-pump required the replacement of an electrostatic dissipative display shield. This condition had the potential to cause a no alarm event. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the electrostatic dissipative display shield. To correct the condition, the electrostatic dissipative display shield was replaced. If any additional information is received, a follow up MDR will be sent.